Event description:
It was reported that during the initial deep brain stimulation (dbs) implant procedure, the physician assessed that the leads should be placed in either one of two anatomical targets, the globus pallidus internus (gpi) or the ventral intermediate nucleus (vim). The physician ultimately decided to implant the dbs leads bilaterally in the gpi and the initial implant procedure was completed with no complications. However, the physician recently decided that the patient would receive better therapy with the leads implanted in the vim instead. Therefore, the patient underwent a lead revision procedure where the leads were explanted and replaced with two new leads that were relocated to the vim. The patient was doing well post-operatively. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 25264500. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 25722489.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7075342. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 25264500. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 25722489.

Event description:
It was reported that during the initial deep brain stimulation (dbs) implant procedure, the physician assessed that the leads should be placed in either one of two anatomical targets, the globus pallidus internus (gpi) or the ventral intermediate nucleus (vim). The physician ultimately decided to implant the dbs leads bilaterally in the gpi and the initial implant procedure was completed with no complications. However, the physician recently decided that the patient would receive better therapy with the leads implanted in the vim instead. Therefore, the patient underwent a lead revision procedure where the leads were explanted and replaced with two new leads that were relocated to the vim. The patient was doing well post-operatively. No further information could be obtained despite good faith efforts. Additional information was received that the explanted leads were discarded by the medical facility and will not be returned.